Event description:
The customer reported that errors were displayed upon system boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reinstalled. The system was tested and found to be working as intended and put back into service.